Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: (B)(6).

Event description:
Per medical records it was reported that on (B)(6) 2009 the patient presented with l5-s1 spondylolisthesis and stenosis. The patient underwent: l5-s1 transforaminal interbody fusion using pedicle screw instrumentation, peek interbody spacer and bmp. As per op notes, l5-s1 bilateral foraminotomies were performed. A complete facetectomy was performed on the right side. The disk space was identified. A peek interbody spacer was packed with autologous bone and bmp, and then tamped into place under fluoroscopic guidance. Pedicle screws were placed bilaterally at l5-s1. Bone collected from the decompression was packed into bmp-soaked sponges, and these were placed over the decorticated lateral elements bilaterally. Rods were countered and applied to the pedicle screws. The patient was transferred to the recovery room in stable condition. (B)(6) 2012 the patient presented for urgent esophagogastroduodenoscopy. The patient underwent endoscopy. The patient tolerated the procedure well.